Event description:
It was reported the device had premature battery depletion, and the atrial lead had undersensing, no capture, and unacceptable thresholds. The device and lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) outer insulation breached (clavicle-rib crush); full lead returned and analyzed. (B) (4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.